Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. Following insertion, the patient experienced pain, infection and urinary problems. The patient underwent vaginal urethrolysis and cystoscopy with bilateral urethral craterization on (B)(6) 2008 due to chronic urinary retention. The patient underwent miniarc implantation on (B)(6) 2008 due to recurrent stress urinary incontinence. (B)(4).